Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose and the sensor glucose had inaccurate reading. The customer's blood glucose was over 600 mg/dl and sensor glucose was 100 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with the insulin pump. The customer also stated that there was a bent cannula on the sensor. The sensor will not be returned for analysis.